Event description:
Product analysis for the generator was completed and approved. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis on the lead was completed and approved. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient underwent full revision surgery due to high impedance. The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
The explanted lead was received for analysis. Analysis is underway but has not been completed and approved to date.